Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was fractured approximately 68.5 cm from the proximal end. Bends and kinks were present throughout the pusher assembly. The embolization coil was detached from the pusher assembly distal detachment tip (ddt). The stretch resistant (sr) wire was fractured and proximal constraint sphere was detached from the embolization coil and not returned for evaluation. Offset coil winds were present throughout the length of the embolization coil. Conclusions: evaluation of the returned podj revealed a fractured pusher assembly. It was reported that resistance was experienced while advancing the podj within a non-penumbra microcatheter. If the device is forcefully advanced against resistance, damage such as a fracture may occur. The non-penumbra microcatheter was not returned for evaluation and the podj could not be functionally tested; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed a detached embolization coil with offset coil winds and a fractured stretch resistant sr wire. If the pusher assembly fractures and the two segments are separated, the pull wire may be retracted out of the distal detachment tip (ddt), allowing the embolization coil to detach from the pusher assembly; therefore, the offset coil winds and sr wire fracture was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. More further evaluation revealed kinks throughout the pusher assembly. These kinks were likely also incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using penumbra packing coils (podjs). During the procedure, the physician felt increasing resistance while advancing the podj within a non-penumbra microcatheter and, consequently, the pusher assembly of the podj kinked. Therefore, the podj was removed, and the procedure was completed using a new podj and the same microcatheter. There was no report of an adverse effect to the patient.